Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was located in the calcified, 90% stenosed, proximal left anterior descending (lad) artery. After implantation of another manufacturer's stent, the quantum maverick monorail balloon was used to post-dilate the stent. The balloon was initially inflated to 18 atms. Upon the second inflation, the balloon ruptured at 16 atms. The procedure was successfully completed with another manufacturer's balloon. There were no reported patient complications. Patient status listed as "good".

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The cause of the difficulties stated in the complaint could not be determined. The manufacturing records for top assembly batch 9084307 have been reviewed and no issues for discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the event could not be determined.